Event description:
It was reported that "after firing and immediate release, the surgeon found it difficult to pull the trigger. Then he repeated the firing and extracted the device with force. Following he found the plastic ring cut incompletely. The bowel ruptured respectively."

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (novogi ltd) and the importer ((B)(4)), as novogi ltd. Serves as the designated complaint handling unit for both facilities. The production history files of the device were reviewed, indicating that the device was released according to it's specifications. Only the device applicator was received fro evaluation. Functional testing of the applicator, including measurements of the anvil cutting force, revealed no malfunctions and the cutting force was found to fall within the device specifications. Visual examination of the blade showed few indents on the blade that could be seen only with a microscope. Altogether, the most probable cause for the reported event seems to be the presence of a rigid body between the blade and the anvil while closing the device. Since the compression element (ring) was not available for evaluation, no further conclusions could be drawn.